Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that a 24 volt failure occurred. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The issue was traced to the power supply. The technician recommended that the customer replace the power supply. The customer replaced the power supply and the issue was resolved.